Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer transitioning from a dexcom g6 to a dexcom g7 experienced an ilet message indicating dosing stopped and to connect cgm or switch therapy, and the ilet displayed a dexcom g6 start sensor prompt despite attempting to connect a g7. Symptoms included no glycemic symptoms. Outcomes included no alerts or alarms beyond the displayed dosing stopped message, no adverse events, and no medical intervention. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the ilet was still configured for dexcom g6, preventing successful g7 pairing and dosing continuity; switching the ilet cgm setting to dexcom g7 and entering the g7 pairing code resolved the issue, and the customer was educated on sensor start and fill tubing steps. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm transition.